Manufacturer narrative:
H.6. Investigation summary: two photos and five 5ml syringes with needles in one opened and four sealed packages were received, confirmed to be from batch #8197829 (p/n 305062). The samples were visually evaluated. The syringe, the needle and the inside of the packaging in the opened sample were found to have large amounts of grease foreign matter residue. The fm was outside the fluid path. The four sealed samples were found to have small amounts of grease residue in similar spots on all syringes. The location was close to the bottom of the barrel between 1ml and zero line and base of the needle cap. The fm was larger than level 3 in size, outside the fluid path and rejectable per product specification. Potential root cause for the grease foreign matter defect is associated with the assembly process. It is likely due to over greasing of machine components during work performed on the machine. No corrective actions are necessary based on the defective rate identified. Batch 8197829 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5 syringes blunt fill 5ml ll w/ndl 18x1-1/2 had foreign contaminates found in their sealed packaging before use. The following information was provided by the initial reporter: "these are contaminated on the inside of the packaging and the packaging is still sealed. All were in the supply bin located in the supply room which is managed by materials management."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 syringes blunt fill 5ml ll w/ndl 18x1-1/2 had foreign contaminates found in their sealed packaging before use. The following information was provided by the initial reporter: "these are contaminated on the inside of the packaging and the packaging is still sealed. All were in the supply bin located in the supply room which is managed by materials management."